Manufacturer narrative:
The system optical coherence tomography (oct) recording, the system video display recording and the cataract surgery video were not available for analysis. Investigation of this incident included interviews with the optimedica clinical application specialists (cas) that were onsite during the event and a review of the system's data logs. The cas noted that during the procedure when removing the capsulotomy disk, the physician did not use the standard continuous curvilinear capsulorrhexis (ccc) surgical technique and that this may have caused and contributed to the anterior capsule tear. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, than pulling radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."

Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system experienced an anterior capsule tear. The physician floated the capsulotomy disc by using viscoat and believed the capsulotomy disc to be 100% free floating prior to removing it with forceps. During the phacofragmentation, the physician repeatedly asked his surgical assistant to increase the bottle height on his phaco machine until the bottle reached its maximum height, where upon he noticed that the anterior capsule was torn from the edge of the capsulotomy and extended posteriorly to the superior portion of the capsule. A 3-piece iol was successfully inserted into the sulcus. The patient is doing well and the patient's best corrected vision eight days post surgery was 20/20.